Event description:
Patient in the ICU, new pa catheter floated in by physician because old pa catheter did not work. After the new catheter was placed it still did not work. Unable to read cco or use bolus co. Pa readings appeared to read appropriately. Only cco reading did not work. A different monitor and different co cables were tried.